Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage'), uterine perforation ('perforation: uterus /migration') and menorrhagia ('menorrhagia') in a 27-year-old female patient who had essure (batch no. 901334) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"), urinary tract infection ("uti") and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), 3 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), dizziness ("neurological condition/problem"), pelvic pain ("pelvic pain /chronic/retained essure device on the left side"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), vaginal infection ("vaginal infect"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines / headaches") and allergy to metals ("allergy"). The patient was treated with surgery (ablation, hysterectomy (full),salpingectomy (bilateral) and hysterectomy (full),salpingectomy (bilateral)laparoscopy and hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, depression, vaginal haemorrhage and anxiety outcome was unknown and the menorrhagia, back pain, dysmenorrhoea, dizziness, pelvic pain, dyspareunia, abdominal pain, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, migraine and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, cystitis, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2015 and (B)(6) 2019 surgical removal of coil(s) hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: essure confirmation test(s) (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of product technical complaint this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage'), uterine perforation ('perforation: uterus /migration') and menorrhagia ('menorrhagia') in a 27-year-old female patient who had essure (batch no. 901334) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"), urinary tract infection ("uti") and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), 3 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), dizziness ("neurological condition/problem"), pelvic pain ("pelvic pain /chronic/retained essure device on the left side"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), vaginal infection ("vaginal infect"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines / headaches") and allergy to metals ("allergy"). The patient was treated with surgery (ablation, hysterectomy (full),salpingectomy (bilateral) and hysterectomy (full),salpingectomy (bilateral)laparoscopy and hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, depression, vaginal haemorrhage and anxiety outcome was unknown and the menorrhagia, back pain, dysmenorrhoea, dizziness, pelvic pain, dyspareunia, abdominal pain, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, migraine and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, cystitis, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2015 and (B)(6) 2019 surgical removal of coil(s) hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: essure confirmation test(s) (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage') and uterine perforation ('perforation: uterus /migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), nervous system disorder ("neurological condition/problem"), pelvic pain ("pelvic pain /chronic"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vaginal infect"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraine") and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation and psychological trauma outcome was unknown and the back pain, dysmenorrhoea, nervous system disorder, pelvic pain, menorrhagia, dyspareunia, abdominal pain, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, migraine and hypersensitivity had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage'), uterine perforation ('perforation: uterus /migration') and menorrhagia ('menorrhagia') in a 27-year-old female patient who had essure (batch no. 901334, 901334) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"), urinary tract infection ("uti") and anxiety ("anxiety"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"), 3 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), dizziness ("neurological condition/problem"), pelvic pain ("pelvic pain /chronic/retained essure device on the left side"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), vaginal infection ("vaginal infect"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraines / headaches") and allergy to metals ("allergy"). The patient was treated with surgery (ablation, hysterectomy (full),salpingectomy (bilateral) and hysterectomy (full),salpingectomy (bilateral)laparoscopy and hysteroscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, depression, vaginal haemorrhage and anxiety outcome was unknown and the menorrhagia, back pain, dysmenorrhoea, dizziness, pelvic pain, dyspareunia, abdominal pain, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, migraine and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, cystitis, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2015 and (B)(6) 2019 surgical removal of coil(s) hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: essure confirmation test(s) (unspecified) result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received- new event vaginal bleeding and anxiety was added, pt of psych injury and neurological conditions and allergy nos was updated. Lot number was added. Reporters information was updated. Surgery ablation was added in menorrhagia. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion : breakage') and uterine perforation ('perforation: uterus /migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), nervous system disorder ("neurological condition/problem"), pelvic pain ("pelvic pain /chronic"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vaginal infect"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss"), migraine ("migraine") and hypersensitivity ("allergy"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation and psychological trauma outcome was unknown and the back pain, dysmenorrhoea, nervous system disorder, pelvic pain, menorrhagia, dyspareunia, abdominal pain, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, migraine and hypersensitivity had resolved. The reporter considered abdominal pain, alopecia, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result - bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, psychological trauma, dysmenorrhea (cramping),dyspareunia, back pain, menorrhagia, device breakage, migration, uterine perforation, bladder infection ,uti, vaginal infection, vaginal discharge, fatigue, hair loss ,migraine, neurological problem ,allergy patient demographic added, essure insertion date updated and removal date added, essure indication updated. Lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.